Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient informed them that their device was no longer functioning. They were not sure when this started and they don't know who the physician was. Caller states the patient was having some cognitive decline. Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient had repeat clean intermittent self-catheterization teaching. Patient was also provided with written instructions.